Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 30 seconds, the balloon ruptured and pinhole was noted. The device was removed and the procedure was completed with a different device. There were no patient injuries reported and the patient condition was good.

Manufacturer narrative:
(B)(6).